Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 25-mar-2015: contact information for the consumer was not available and no further follow-up could be pursued at this time. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain every second of every minute of every day. She was submitted to a hysterectomy. The reported pain was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between the reported event and the suspect insert cannot be excluded. This case was regarded as incident due to the reported surgical intervention. A product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to herself who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent birth control. Consumer did not want to have another baby since she was with more than (B)(6) years old. At time of the report consumer stated that she was almost (B)(6) years old. She reported via social media that her physician trusted essure because it had no hormones and no downtime. On (B)(6) 2013, physician took her uterus, ovaries and cervix; everything she wanted in case her daughter had trouble carrying a baby. All was gone along with her spine being that of (B)(6) years old (nos). She stated that her life was robed from her and her children; and that she couldn't work because she was in pain every second of every minute of every day. All she wanted was a permanent birth control and not a life sentence of suffering. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain every second of every minute of every day. She was submitted to a hysterectomy. The reported pain was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between the reported event and the suspect insert cannot be excluded. This case was regarded as incident due to the reported surgical intervention. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.